Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is spontaneous report by a consumer with supplemental information by a nurse from the philippines of poor oral intake, light yellow effluent, peritonitis, severe episodes of vomiting and fatal cardiopulmonary arrest in a (B)(6) year old female patient coincident with dianeal pd2. In (B)(6) 2007, the patient began treatment with dianeal pd2 intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient was admitted to the hospital for peritonitis and discharged on an unreported date in (B)(6) 2011. The patient had already received one week of ciprofloxacin and a second dose of vancomycin since hospital discharge. The patient continued to have complaints of abdominal pain and cloudy effluent with poor oral intake. Two weeks after the initial hospitalization, on (B)(6) 2011, the patient experienced peritonitis, manifested by continued cloudy effluent and abdominal pain, and was hospitalized that day. The root cause of the peritonitis was not reported. During a follow up call on (B)(6) 2011, the nurse reported that dianeal was "on hold" due to the abdominal pain and episodes of vomiting. On (B)(6) 2011, the patient expired while hospitalized for peritonitis. The cause of death was cardiopulmonary arrest. It was not reported whether an autopsy was performed. Outcome for the events of poor oral intake, light yellow effluent, peritonitis and severe episodes of vomiting were not reported. Concomitant medications included losartan, humulin 70/30, calcium carbonate and ferrous sulfate plus folic acid. The nurse believed the fatal event of cardiopulmonary arrest was unrelated to dianeal pd2 unknown bag therapy. The nurse did not provide an opinion of causality for the events of severe episodes of severe episodes of vomiting, poor oral intake, light yellow effluent and peritonitis. The consumer did not provide an opinion of causality for the events that occurred prior to the fatal event.